Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) standard right size 11: catalog#42500607002, lot#63367134; tibia cemented 5 degree stemmed right size g: catalog#42532007902, lot#63452411; palacos r 1x40 single: catalog#00111214001, lot#83264476; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#63538176; articular surface fixed bearing posterior stabilized (ps) right 10 mm height: catalog#42522401010, lot#63389413. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2023-00172; 3007963827-2023-00173 and 0001822565-2023-01663. The product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, six (6) years post-implantation, the patient reported that they are being considered for a revision surgery due to pain and loosening. The patient has ambulation difficulties and must primarily wear a knee brace. A revision surgery is not currently scheduled and it was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Primary operative notes were provided and do not indicate any intraoperative complications. Root cause was unable to be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.